Event description:
It was reported that the filter had perforated 3 mm into the vertebral body and mesentery. On (B)(6) 2003, the patient was implanted with the greenfield filter. On (B)(6) 2020, the patient received an abdominal CT scan without contrast for an unspecified injury of the inferior vena cava. The greenfield filter was present with the superior tip at the t12-l1 level. There was no stenosis, migration, fracture or tilting in relation to the filter. The filter was perforated 3 mm into the vertebral body and mesentery. No further patient complications were reported.